Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level. The customer thought that the non-tandem cannula may have been kinked; however, the customer declined tandem technical support's offer to troubleshoot to confirm if the cannula was the cause of the event. Upon follow up, the customer reported the bg dropped to 250 mg/dl. The customer declined further follow up.